Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04453. It was reported that patient complications occurred during the procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was positioned in the laa. A 30 mm watchman ® laa closure device & delivery system was advanced and the closure device was deployed. The initial deployment of the device was too proximal, therefore the device was recaptured to prepare for another attempt at closure. However, the patient's blood pressure dropped and air was seen in the left ventricle and ascending aorta. There was bleeding in the lungs. The air and bleeding sources were unknown. Anesthesia gave a variety of medications to stabilize the patient, primarily epinephrine. Anticoagulation was reversed with protamine. Once the patient was stabilized additional testing was done to find the source of the bleed/communication of vessels. CT scan showed no signs of cardiac damage. Bronchoscopy showed a potential lung injury in the right upper lobe. The contrast injections in the left ventricle and aorta showed no damage. Imaging was reviewed during the case, but a source was not identifiable. Post procedure it was determined that the bleeding and air source was due to pre-existing arterio-venous malformations (avm) in the lungs that ruptured and the activated clotting time (act) above 300 sec. This condition was known prior to the procedure. It is not known however what caused the avms to rupture, but the physician opinion is that it was not related to the watchman procedure. No issues with the devices were reported or seen during preparation. The patient was stable and neurologically intact. They were admitted to the ICU for observation. The patient developed a pneumothorax that required a chest tube. The patient was stable during the time in the ICU, extubated and the chest tube was removed after a few days. The patient has been discharged from the hospital and will attempt future watchman placement once additional avms in the lungs have been repaired or ruled out.